Manufacturer narrative:
Event summary: the patient data file did not record any application on the date of the event. Failure file confirmed system notice (#50013) was received indicating that the refrigerant level was too low to continue, and (#50006) indicating that the safety system detected blood in the catheter handle, the injection was stopped, and the vacuum disabled occurred on the date of the event. In conclusion, a clinical issue (tamponade, perforation, hematoma) occurred during the case. There is no indication of relation of the adverse events to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there were issues placing the guide wire into the left superior pulmonary vein (lspv). It was then found that the patients blood pressure could not be read so an echocardiogram was taken. A cardiac tamponade was found and drained, however, the pericardial space continued to be filled with blood and the patient was given a blood transfusion. The case was aborted and the patient was taken into surgery. A perforation was found on the roof of the left atrium and was sealed with surgical glue. It was also reported that the patient developed a pericardial hematoma. The patient was moved to the intensive care unit (ICU) and was stable. No further patient complications have been reported as a result of this event.